Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was completely blank and insulin pump received power loss alarm. The customer¿s blood glucose was 355 mg/dl and was average 170 mg/dl. The customer¿s other blood glucose value was 56 mg/dl, 120 mg/dl, 340 mg/dl and 350 mg/dl. The customer was treated with glucose tablet for low blood glucose and manual injection for high blood glucose and it down to 105 mg/dl. The customer stated that the self test was passed. The customer stated that they does not allege insulin pump was under delivery. The insulin pump will not be returned for analysis.